Event description:
The reporter claimed the animas insulin pump did not either record or deliver the bolus dosage he programmed. In addition, the subject pump had 6 auto off alarms in the last 2 weeks. According to the reporter, the pump did not have any record of bolus dosage(s) 12 hours prior to the auto off alarms. For example, on the morning of the call to animas, the patient programmed a bolus dosage for breakfast. Then at 10:32 am, the subject pump gave the auto off alarms. When he checked the bolus history, there was no record of any bolus dosage delivered. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the bolus dosage record/delivery issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the "auto-off enable" function was set to "on" and the "auto-off time" was set to "12 hours". The bolus history revealed that on (B)(4) 2012 at 22:29 a 6.45 unit bolus was programmed and delivered. The pump emitted an "auto-off timeout>pump suspended" 12 hours, 3 minutes later at 10:23 on (B)(4) 2012. There were no additional boluses recorded within the user-set time period. On testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad buttons were all noted to be normally responsive when tested with no evidence of hypersensitivity. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.